Event description:
The customer reported that the system was arcing and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, power cable, snubber board, high voltage supply regulator, and the high voltage tank were replaced. The system was tested and found to be working as intended and put back into service.